Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter united kingdom to report a colleague infusion pump in which the battery was not charging properly. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery was not charging properly" was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. A service history review revealed that this device had not previously serviced. A labeling review has been performed, finding that sufficient instructions exist for the user to follow to prevent this problem from occurring. A device history review was performed finding that the device failed for no ac icon. The pump was reworked and passed all subsequent testing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.